Manufacturer narrative:
The device is not available for evaluation, and the reporter was anonymous. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the tip of a micro "l" hook instrument broke during the procedure. A magnet just used to try to find it in the patient. Rolling magnets were used to search the floor and back table. All sponges and laps were searched. Drapes were searched after taken off patient as well. Machine and he said that was not an option."

Manufacturer narrative:
The device was not available for evaluation, and the reporter was anonymous. The complaint could not be confirmed and no root cause could be determined. If we get additional relevant information it will be submitted in a supplemental report.